Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a frozen display. The customer's blood glucose reading was 7 mmol/l. The customer had issues with the pump freezing and restarting itself. The customer mentioned no response from the buttons. The customer stated that the clock did not work. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected frozen screen anomalies, restart anomalies or blank display anomalies noted during testing. No unexpected time/clock anomalies noted during testing; time advanced properly. All buttons function properly, however moisture damage was noted on keypad traces during visual inspection. Unexpected insulin pump error alarm alarmed while monitoring due to moisture damage on all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, faded serial number label, corrosion in battery tube, corrosion on force sensor assembly, moisture damage on motor home switch and cracked select button on keypad overlay.